Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a treated episode in primary sensing vector based on noise on (B)(6) 2025. The patient was seen in-clinic, and the noise was unable to be reproduced in primary sensing vector. Impedance was within normal limits. Secondary and alternate sensing vectors were then evaluated. The signal in secondary vector was too small and failed during automatic setup. Alternate sensing vector was suitable during automatic setup and has now been programmed. During pacing, adequate sensing was observed in alternate sensing vector. A new template was stored. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.